Event description:
The customer stated a false positive bhcg occurred on the architect i2000 analyzer for one patient sample. The sample generated an initial result of <1.20 miu/ml. Due to the suspected diagnosis of the patient, the customer repeated the sample and obtained a result of 2537.21 miu/ml. The sample was then repeated again from the same tube and also from another tube each time generating a result of <1.2 miu/ml. All quality control was within range. There was no impact to patient management reported.

Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). In response to this issue an investigation was initiated to further examine the customer's observation. The investigation included a review of the complaint text, a review of the instrument history, a search for similar complaints and a review of labeling. A review of the instrument service logs did not reveal any additional information regarding this customer issue as the date of the occurrence was not included in the information provided by the customer. A definite cause of the erratic b-hcg could not be determined. Product labeling was reviewed and found to adequately address probable causes and corrections for erratic results. A review of the complaint trend reports for the period of (B)(4) 2009 to (B)(4), 2010 indicated there were no adverse trends associated with the customer's issue. Based upon the investigation, it has been determined that the architect, list number 8c89-01, (B)(4), is performing as intended. No product deficiency was identified.